Event description:
It was reported that the patient's right hip was revised due to cup being spun out. During revision surgeon also checked stem for fixation and it was noticed that the stem was also loose and was revised as well. Patient had suffered an acetabulum fracture some time between 2009 and this revision date.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown 56mm trident cup. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.